Manufacturer narrative:
During follow-up, the patient reported she prefers another hydrophilic coated catheter brand compared to the t14 product coated with a gel lubricant.

Event description:
Intermittent catheter patient (user) stated she got a urinary tract infection (uti) after using the catheter. During follow-up, the patient reported she was prescribed an antibiotic, took the full course, and recovered fully from the uti.